Event description:
The customer reported erroneous troponin I (accutni) results, within the risk stratification range, for several patients, involving unicel dxi 800 access immunoassay system. The erroneous results were non-reproducible and did not correlate with the patient's clinical condition. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered the aspirate probes were not aspirating at the same rate. The peristaltic pump roller heads were grooved causing uneven pressure on the tubing. Aspirate probe #3 was aspirating poorly. The fse replaced the peristaltic pump head and lever guard. High sensitivity (hs) system check and 20-point precision test were performed and conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.